Event description:
In 2006, a male patient, graft anastamosis was still intact completely. Failure of the graft occurred 3 - 4 mm from the suture line - the graft tore. It was ligated and removed, distal to the anastamosis.